Event description:
During troubleshooting a check supply line alarm that appeared on the homechoice (hc) unit display, during use, while the patient was connected, in fill, the home patient (hp) stated they disconnected heater bag and last fill bag then switched them. The technical service representative (tsr) explained to the hp they had compromised the setup and assisted them with ending the therapy. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Manufacturer narrative:
(B)(4). Suspect medical device info and a 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.